Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure in the stomach on (B)(6) 2013. According to the complainant, during the procedure, the clip failed to release from the delivery system. The clip was pulled off the tissue and removed from the patient. However, upon withdrawal, the clip fell off the delivery system and became stuck within the scope. The physician was unaware that the clip had detached within the scope and completed the procedure with no patient complications. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2013, the scope was used in a new procedure for a different patient. However, during the procedure, the instrument used was difficult to pass down the working channel of the scope. Subsequently, the closed clip was pushed out of the scope and into the patient. The physician believes this is the clip from the (B)(6) 2013 procedure. It was confirmed that there were no patient complications as a result of this event. The scope had been reprocessed several times and used on several patients prior to this event with no reported issues.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past its expiry date. Reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design and was not able to be fully actuated. The hypo-tube appeared crimped which caused it to match the inside diameter of the bushing and get hung up inside the bushing. Once the hypo-tube was removed, the control wire was able to be fully deployed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure in the stomach on (B)(6) 2013. According to the complainant, during the procedure, the clip failed to release from the delivery system. The clip was pulled off the tissue and removed from the patient. However, upon withdrawal, the clip fell off the delivery system and became stuck within the scope. The physician was unaware that the clip had detached within the scope and completed the procedure with no patient complications. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2013, the scope was used in a new procedure for a different patient. However, during the procedure, the instrument used was difficult to pass down the working channel of the scope. Subsequently, the closed clip was pushed out of the scope and into the patient. The physician believes this is the clip from the (B)(6) 2013 procedure. It was confirmed that there were no patient complications as a result of this event. The scope had been reprocessed several times and used on several patients prior to this event with no reported issues.